Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing epinephrine the lvp module (channel d) "turned on by itself and started to infuse epinephrine at a rate of 75ml/hr." Per report, the device was turned off again and about a half hour later it turned on again. One pcu and 4 lvps were involved at the time of the event. Lines and medications were verified to be correct. The patient experienced a heart rate increase, but no harm. Additional information provided: the customer states "what we were able to identify: the pump was somehow linked to a patent at another (facility b) using the same alaris formulary server, epic server, and wireless network ssid so a pump from any of our hospital can get on the network at any facility site. We do not use the patient operability feature at facility a, but they do at facility b. What we suspect is that the pump was on a patient at facility b and then the pump was returned to facility a where it was used on an operating room case on (B)(6) 2025, and when programmed for this new patient "no" was entered which left the previous patient still entered in the pump. In our epic system it shows data going into epic for a patient at facility b and that the pump was at facility b on september 3, 2025, and september 4, 2025. Both days it was at facility a.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-120422 is a concomitant. Please refer to manufacturer report number 2016493-2025-120423, 2016493-2025-120428 which captured the correct suspect device per investigation report.

Event description:
It was reported while infusing epinephrine the lvp module (channel d) "turned on by itself and started to infuse epinephrine at a rate of 75ml/hr." Per report, the device was turned off again and about a half hour later it turned on again. One pcu and 4 lvps were involved at the time of the event. Lines and medications were verified to be correct. The patient experienced a heart rate increase, but no harm. Additional information provided: the customer states "what we were able to identify: the pump was somehow linked to a patent at another (facility b) using the same alaris formulary server, epic server, and wireless network ssid so a pump from any of our hospital can get on the network at any facility site. We do not use the patient operability feature at facility a, but they do at facility b. What we suspect is that the pump was on a patient at facility b and then the pump was returned to facility a where it was used on an operating room case on (B)(6) 2025, and when programmed for this new patient "no" was entered which left the previous patient still entered in the pump. In our epic system it shows data going into epic for a patient at facility b and that the pump was at facility b on (B)(6) 2025. Both days it was at facility a.